Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank screen. Troubleshooting was performed and the screen came on. The blood glucose was 470 ng/dl. The customer treated their blood glucose with their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.